Manufacturer narrative:
The hospital was unable to confirm whether or not the device was secured too tightly. The IFU recommends in order to minimize the risk of pressure injury, inspect the patient's lips and skin every 2 hours or more frequently if the patient's condition dictates. Shuttling of the tube clamp was said to have occurred at least every 4 hours. This report or information submitted does not constitute an admission that the device, hollister incorporated, or hollister employee caused or contributed to the reported event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014 for sudden cardiac arrest. She was intubated and the anchorfast oral endotracheal tube fastener was applied upon admission. Four to five days later some upper lip necrosis was observed around the intact anchorfast foam bumper. The anchorfast device was removed and another et tube securing device was applied. The upper lip under the foam bumper was necrotic and black was also observed on the underside of the lip and gums. The pressure ulcer was not staged. The lip and gums were treated with medihoney. If the patient survives her admitting diagnosis, plastics will be consulted. The hospital stated they are familiar with the proper use of the device, they have used many and have never seen anything like this before.